Event description:
It as reported that the pt was experiencing an increase in seizures. The pt had his generator prophylactically replaced as the generator is not currently at end of service. Good faith attempts to obtain additional info and explanted product for product analysis have been unsuccessful to date.